Event description:
A zoll territory manager contacted zoll customer support to report that a (B)(6) male pt passed away on (B)(6) 2012. The pt was at home at the time of death. The pt's father was home with the pt, but not in the same room when he heard the pt fall. The pt was then brought to the hospital. The device was started at 10:14:57 on (B)(6) 2012. The holter starts at 10:14:59 and ends at 10:45:44. The pt had a life sustained rhythm prior to passing. The device was shut down at 10:45:44 on (B)(6) 2012. The detailed info on the time of death and cause of death was unable to be obtained. In addition, the family reported to the pt's physician that prior to passing, the pt was treated. During the treatment, they alleged the pt was holding a piece of paper which "went up into flames". Review of the holter data indicates no sign of the pt being treated during use.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pt death) has been confirmed. Upon receipt, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the dn from strain relief. The damaged cable resulted in broken pulse wires and gel wires. In addition, the trunk cable was pulled from strain relief. The root cause for the damaged cables cannot be positively determined, but is likely physical abuse, when the pt reportedly fell while wearing the device. No adverse event resulted from the pulled cables. There is no evidence that the defective electrode belt caused or contributed to the pt's death. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pt death) has been confirmed. Upon evaluation, the monitor case was cracked. The monitor, however, was fully functional and able to detect and treat a pt. The root cause of the cracked monitor case was unable to be positively determined, but was likely caused by physical abuse when the pt fell. No adverse event resulted from the damaged monitor case. The death analysis concludes that the device was not activated at the time of death. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. Subsequent monitoring of the pt's rhythm was not possible due to device deactivation. Sn: (B)(4): 04/01/2012; sn (B)(4): 06/01/2012.